Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.1 and 3.2 not detected on bus. A field service engineer (fse) found that the back panel was removed, so powered the station down, checked all bus connections to the drawers and found that the connection to drawer 3 was disconnected. Then the fse connected the bus cable and then checked all remaining connections and reseated them, powered the station up and put the back panel back to resolve the issue. Also logged in hardware test application and tested the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.